Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse found the transducer calibration to be out of tolerance, as well as the autofill calibration was intermittently passing. To fix the issue, the fse performed the transducer calibration and replaced the iabp volume cylinder, and performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that while supporting a patient on the cs300 intra-aortic balloon pump (iabp) an auto-fill failure occurred. All connections were secure, and there was no indication of a leak. The iabp was replaced without issue after the second attempt , and the original iabp was sent to the biomedical engineer awaiting evaluation. No patient harm, serious injury or adverse event was reported.